Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the angulation in the up direction is out of standards due to worn of angle-wire, liquid leaks due to perforation, stain at the screen due to damage of image guide bundle, the coating at the connecting tube was peeled off, connecting tube was crumpled and there was a crease at the connecting tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, liquid was leaking from the channel on the airway mobilescope. Upon inspection and testing of the customer returned device, it was observed the coating at the connecting tube is peeled off. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, and stress caused by storage environment. The following was considered as contributing factors towards the presumed cause: physical stress: the insertion section contacted with and was rubbed against the mouthpiece. The device was used for procedure while the insertion section was not smoothly passed through the endotracheal tube. Chemical stress: water-insoluble spray-type pharyngeal anesthetic (xylocaine spray, etc.) Was directly sprayed to the insertion section. The device was reprocessed by disinfectant which was not recommended by olympus. Stress from storage environment. Store the device in direct sunlight, etc. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information ¿ please read before use- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, or camera section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or camera section with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Operation - if necessary, apply a medical-grade, water-soluble lubricant to the insertion section. Compatible reprocessing methods and chemical agents - detergent solution - use a medical-grade, low-foaming detergent (neutral ph detergent or enzymatic detergent) and follow the manufacturer¿s dilution and temperature recommendations. Storage, transporting outside the hospital, and disposal - the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.